Event description:
A u.s. Distributor returned charger/modem sn (B)(4) indicating that it would not power on.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem would not power on. Upon evaluation, the charger exhibited a flash memory failure at flash components u102 and u105 on ca board sn (B)(4) and the power supply was defective. Root cause investigation including destructive testing is underway on devices exhibiting similar flash memory failures modes. Root cause of the defective power supply could not be positively identified. No adverse event resulted from the defective charger/modem.